Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic [integrated circuit] chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning: "confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found damage on air/water cylinder due to which water tightness is lost. Scope connector appearance defects -dirty due to water leakages a electrical continuity error occurs due to water invasion in the scope connector. Due to corrosion on endoscope connector, e315(scope error unsupported scope) occurred . Adhesive on bending section rubber has white-clouded area. Control unit was dirty due to water leakage. Switch 4 had a scratch. Paint on air water cylinder was peeled. Paint on suction cylinder was peeled. Universal cord was sticky and wrinkled. Protector of universal cord on control section side has a scratch. Protector of universal cord on scope connector side has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air/water cylinder leakages. The issue was found during receipt inspection of the device. Inspection and testing of the returned device found e315 scope communication error code. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.